Event description:
In 2004 at 0930, pca therapy was initiated post operatively in the pacu. The pump was programmed in the pca only mode, to deliver morphine 2mg/ml, with a 2mg pca dose, a 10 minute pt lockout, no 1hr/4hr limit was selected, and a container size of 90mg. At 1015, the pt was transferred to the medical/surgical floor, and continued to complain of pain. At 1115, it was reported that the pt received a 5mg bolus dose of morphine for inadequate pain relief. At 1145, the pt's heart rate was 52 beats per minute (bpm) and blood pressure was 133/68mmhg. At 1300, it was reported that, "the pt was sleeping when checked, opened eyes when aroused." It was reported that the pt's spouse "was helping pt push the button on pca pump as pt had a low tolerance for pain." Reportedly, at 1530, a physical therapist found the pt, "unresponsive, cyanotic with no spontaneous respirations." A "code blue" was called. The pt was treated with an unspecified dose of narcan and manual repsiratory assistance. The pt responded and no additional medical interventions were required. The pump was removed from clinical service. It was reported the pt was transferred to ICU for observation. There were no reported adverse pt sequelae.